Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an alleging it smells like smoke, humidifier is burnt, caused a sore throat. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust-like contaminant was observed on the ui display bezel, top enclosure, center enclosure, inlet/outlet seal, inside the inlet of the blower box, on the blower, heater plate, and bottom enclosure. A dried liquid spot with potential mineral deposits were observed on the top enclosure, center enclosure, iso port, blower, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the top enclosure, inlet/outlet seal, and inside the inlet of the blower box. The heater plate spring was observed to have possible corrosion to it, likely due to liquid ingress. The manufacturer not able to confirm the complaint or address the symptoms specified.